Event description:
It was reported to philips that the system gave an alert indicating the image storage was not possible, preventing imaging. The user performed several reboots, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.